Event description:
Reagent soaked swab inserted into nose, nasal irritation--technical support specialist directed to poison control consumer just took the test & made a mistake as they were very sleepy while attempting the test procedure. Consumer stuck the swab into the liquid then put it into theirr nose, causing burning. Consumer feels fine but has localized irritation in the nasal cavities. Consumer is trying to rinse/wash this out with q-tips that have soap and water on them. Tss inquired if consumer was ok. Tss informed consumer that area should be flushed with large amounts of water. Tss directed consumer to poison control and seek medical advice. Tss supplied the poison control phone number (B)(6). Due to the urgent nature of the call, tss did not obtain lot information from consumer before call ended

Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: contact by phone.